Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with low blood glucose of 33mg/dl. The caller stated that he was sweating profusely and the paramedics were called; the customer had over bolused. The customer also mentioned being in the emergency room at midnight due to high blood glucose. The customer was nauseous and had spilling ketones. The customer was treated with an insulin drip and then released when he was around 171mg/dl. No further information was provided.